Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high and their insulin pump had a drive support anomaly. The customer¿s blood glucose level was 500 mg/dl. The customer treated with a manual injection. The customer experienced symptoms such as thirsty. The customer states that the drive support cap was loose and protruded. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.